Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p312 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p312 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were returned for evaluation. The complaint kit and smart card were not returned for evaluation. A visual inspection of the customer-supplied photographs showed that the centrifuge bowl had dislodged from the bowl holder during treatment. A known cause of the centrifuge bowl dislodging out of the bowl holder is that the bowl was not properly locked into the bowl holder during treatment. A material trace of the bowl assembly and its components used to build lot p312 found no related non-conformances. The device history record (DHR) review did not result in any related nonconformances. This lot passed all lot release testing. The root cause of the centrifuge bowl break is most likely due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the end user. No further action is required at this time. This investigation is now complete. Pqc-(B)(4). H.m. 20 jan 2026

Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure after 102 mls of whole blood was processed. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The customer provided photographs for investigation.